Event description:
On (B)(6) 2011, this female underwent total left hip arthroplasty under dr. (B)(6) at surgical hosp. A stryker rejuvenate modular stem and neck device was implanted. On (B)(6) 2012, stryker issued a voluntary recall of the a stryker rejuvenate modular stem and neck. A reactive issue and corrosive phenomenon had been determined to affect some of the patients with the implant. The concern is for chromium and cobalt fretting out into the tissue of the affected pts causing severe tissue damage. Pt became symptomatic with his hip and went to see dr. (B)(6). Left hip aspiration was done on (B)(6) 2013. Pt underwent revision of the left hip and had the stryker rejuvenate device explanted by dr. (B)(6). Extensive debridement of the joint was done.